Event description:
As reported via legal documentation, in approximately 2008, this patient underwent a right total knee replacement and was implanted with an optetrak device. In approximately 2022, 14 years after implantation, their surgeon recommended right knee revision surgery, which the patient is in the process of scheduling. Patient's symptoms include pain and discomfort, and severe instability in her right knee. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
1038671-2024-03871 h6: corrected health effect - clinical code, medical device problem code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear, instability, and loosening and/or inclusion of the polyethylene in the packaging recall. Additionally, the devices were implanted for over ten years prior to the reported failure(s). Potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.